Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the ins was replaced on (B)(6) 2019 because the ins was sticking out and making her sore and wait 90 days before she can have the left side ins replaced. No further complications were noted or anticipated.